Event description:
Consumer stated while using (B)(4) 3ct bristles falling out causing patient to gag/choke on product. She said the bristles fell out during the first use. It happened with 2 out of 3 heads. She threw out the two heads she used. She did not use the 3rd head.